Manufacturer narrative:
Tandem's user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl which was addressed with sugar. Reportedly, customer over-corrected using the pump with a bolus. Customer reported that the event was use error and that the pump was working as intended.